Event description:
It was reported that the patient underwent a surgical procedure to replace an artificial urinary sphincter (aus) cuff due to the patient experiencing urinary retention. A larger cuff was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Based on the information available, the reported observation was unable to be confirm, as the device was not returned for analysis. It is probable that the interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that the patient underwent a surgical procedure to replace an artificial urinary sphincter (aus) cuff due to the patient experiencing urinary retention. A larger cuff was implanted. There were no additional patient complications reported.